Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. Review of system management bus (smbus) data revealed intermittent cell 1 voltage data, intermittent cuv flags and intermittent charge/discharge functions. External power was applied with the battery presence signal activated. The onboard battery failed to charge, confirming the customer-reported issue. The root cause for freedom onboard battery exhibiting intermittent smbus data and failure to charge cannot be conclusively determined; however, the likely root cause is an intermittent cell 1 internal hardware connection. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer reported that the freedom onboard battery does not charge.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom onboard battery was not supporting a patient. The customer reported that the freedom onboard battery does not charge.